Manufacturer narrative:
Device evaluation could not be performed since the device was not returned to us by the hospital. Hence, we could not conclusively determine the root cause of the issue. The contact person from the hospital informed us that the surgical technologist could not deflate the common corotid balloon after pulling the plunger of the syringe it took her about 3-4 minutes to completely deflate the balloon. The complaint device lot history records review did not reveal any discrepancies related to the complaint event during either the manufacturing or packaging processes. We also have not received any other complaints for devices from this lot. At this time, we are inconclusive about the root cause of this issue. Our IFU clearly informs users to aspirate the balloons completely prior to inflating the balloon and inspect the balloons by inflating them up to their maximum recommended volume with sterile saline. In this case, the user properly followed the risk mitigation measures (IFU) and properly identified the issue. We currently have a corrective and preventive action (CAPA) open to address this issue.

Event description:
We were made aware of this incident through a user facility 3500a form (B)(4). We received a copy of this form from FDA on (B)(6) 2018. According to the report, while prepping the shunt for a carotid endarterectomy, saline was injected into the balloons to test them for balloon functionality. However, the surgical technologist was unable to deflate the common carotid balloon. It took about 3-4 minutes for the balloon to deflate completely. Date of incident: (B)(6) 2018.